Event description:
The manufacturer received information alleging a ventilator displayed a service required message. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the service center, the customer's allegation was confirmed. The evaluation determined that the obm subassembly, system pc assembly, in-line prox. Filter, and inlet filter required changing. All parts were replaced, and the device passed testing and all acceptance criteria.